Event description:
Patient reported the infusion headset leaked insulin after a 17 i.e. Bolus was delivered. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion set was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing a leak on the headset cannot be verified. The headsets meet the product specifications. The returned used and unused infusion sets were visually inspected and tests for flow and tightness were performed. All test results were within specifications.